Event description:
A caller reported experiencing a minimum fill notification while attempting to load a new insulin cartridge. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a replacement cartridge onto the pump and resumed insulin delivery. Technical support agreed to replace the cartridges.